Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that during a procedure in a moderately tortuous mid left anterior descending coronary artery, a whisper ms guide wire was advanced to a heavily calcified, concentric, 99% stenosed, de novo lesion. Strong resistance was felt during withdrawal of the whisper, which subsequently became stuck in the plaque located in the center of the target lesion, and withdrawal of the whisper ms wire took approximately 5 minutes. After withdrawal from the anatomy, the physician noted that the whisper guide wire shaft was bent approximately 15 to 20 centimeters proximal to the distal tip. The procedure was completed using a non-abbott guide wire. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.